Event description:
Same case as MDR ID: 2134265-2014-00119 . It was reported that balloon rupture occurred. The 40% stenosed target lesion was located in the severely calcified and non tortuous superficial femoral artery. Two 6.0 x 200, 135cm mustang balloon catheters were selected to treat the target lesion. Atherectomy was performed. During the second inflation, the first balloon ruptured at 16 atm. The second balloon ruptured at 9 atm during an unspecified inflation. The device was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).